Manufacturer narrative:
Product event summary: the device was returned and analyzed with inconclusive results. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted.

Event description:
The implantable cardioverter defibrillator (ICD) was returned to the manufacturer with no information. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.